Event description:
It was reported that the patient had been using an antenna and was doing well, but a couple of times the patient saw an error code 0166 in the prior month or so. When patient saw the error code she tried the bolus again and it was delivered. The patient had tried the boluses with and without the antenna. When the manufacturer¿s representative was reviewing the personal therapy manager (ptm) logs and there were several ¿sys¿ errors on the ptm report. The patient¿s lockout interval was 4 hours, dose restriction interval (dri) was 1 every 4 hours and maximum activation was 6. The patient had 25 unsuccessful activations and 70 lockout attempts. It was noted that the pump was sitting at an angle. The pump was used to infuse hydromorphone, clonidine, bupivacaine and compounded baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).